Event description:
Reporter alleged back to back test results 246 mg/dl versus 55 mg/dl within two mins. No medical intervention, customer reported treated hypoglycemic feelings with food intake. Replacement sent requested return of suspect device.